Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73l1600563 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
A clip got stuck in the device and did not come out. The user checked the device and found the applier jaws were misaligned. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that there is what appears to be a piece of a blue drape that is stuck in one of the jaws. As a result, the jaws are misaligned. The returned sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the jaw that had the blue piece stuck in it was slightly bent. This was caused by the blue piece. No further damages were observed. The sample was received with 0 clips remaining indicating that 15 clips were fired by the end user. The IFU for this product, l06072, was reviewed as a other remarks: part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "jaws misaligned" was confirmed based upon the sample received. One device was returned. The device was found to have what appears to be a blue piece of drape stuck in one of the jaws, causing the jaws to be misaligned. The device was disassembled and it was found that one of the jaws legs were slightly bent due to the blue piece of drape being stuck in the jaw. The device was received with 0 clips remaining indicating that all 15 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, operational context caused or contributed to this event. No further action will be taken.

Event description:
A clip got stuck in the device and did not come out. The user checked the device and found the applier jaws were misaligned. The patient's condition was reported as fine.